Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had sensor glucose value was below 40 mg/dl and blood glucose value was about 100 mg/dl with threshold suspend. The sensor will be returned for analysis.